Manufacturer narrative:
Device evaluation of battery charger has been completed. The reported problem (will not power on) was confirmed due to the inductor being snorted on the bedside board. There was also corrosion found throughout the bedside board. The root cause for the shorted inductor and corrosion could not be positively identified. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged charger.

Event description:
A us distributor reported that a battery charger was unable to power on.